Event description:
It was reported that 2 bd precisionglide¿ needles had rust-like spots on them. The following information was provided by the initial reporter: "the customer reported item#500640 ndl.18gax3.5 rg bev (303005) has brown spots and appears to be rust."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21apr2023. H6: investigation summary it was reported the needle has brown spots that appeared to be rust. To aid in the investigation, one sample, with no packaging blister, was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification and then with a 30x microscope. No defects, imperfections, discoloration or foreign matter of any kind was observed. A device history record review was completed for provided material number 303005, lot 2228678. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that 2 bd precisionglide¿ needles had rust-like spots on them. The following information was provided by the initial reporter: "the customer reported item#: 500640 ndl.18gax3.5 rg bev (303005) has brown spots and appears to be rust."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number: 303005 and lot number: 2228678. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.